Event description:
It was reported that after unpacking of a xience v stent delivery system (sds), while removing the yellow protective sheath, the stent dislodged from the sds and remained inside the yellow protective sheath. The xience v sds was set aside and not used in the patient's anatomy. Another same size xience v sds was used successfully for the procedure. There was no patient involvement or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent dislodgement was confirmed. Based on visual and dimensional analysis, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.